Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during testing noted; the motor passed motor test. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal delivery customer's blood glucose was unknown mg/dl. The customer stated that the device hasn't been dropped, neither exposed to magnetic field. The customer did received motor position encoder error alarm in alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device until replacement arrives.